Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf device code patient code e1108 captures the reportable event of bile leak. Imdrf patient code e0506 captures the reportable event of bleeding.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted between the bile duct and duodenal wall during a procedure performed on (B)(6) 2025. During the procedure, the stent did not expand as expected. A rescue intervention was performed, involving guidewire-assisted placement of a 6 cm covered metal biliary stent. During this maneuver, bile and blood leakage was observed between the bile duct and the duodenal wall. The procedure was ultimately completed with successful deployment of the 6 cm covered metal biliary stent. The patient was managed on-site and there were no other patient complications reported. Note: it was reported that the axios stent was attempted to be implanted in the bile duct to duodenal wall. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement in the bile duct to duodenal wall.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted between the bile duct and duodenal wall during a biliary drainage procedure performed on (B)(6) 2025. During the procedure, the stent did not expand as expected. A rescue intervention was performed, involving guidewire-assisted placement of a 6 cm covered metal biliary stent. During this maneuver, bile and blood leakage was observed between the bile duct and the duodenal wall. The procedure was ultimately completed with successful deployment of the 6 cm covered metal biliary stent. The patient was managed on-site and there were no other patient complications reported. Note: it was reported that the axios stent was attempted to be implanted in the bile duct to duodenal wall. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement in the bile duct to duodenal wall. Additional information received on june 25, 2025. At the time of removal, the stent was absent from the delivery system. The device had been fully deployed, yet no stent was present on the delivery system. Consequently, no retrieval method was employed, as the stent was not found even after complete deployment. No resistance was encountered during the deployment attempt.

Manufacturer narrative:
Block b5 has been corrected. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf device code patient code e1108 captures the reportable event of bile leak. Imdrf patient code e0506 captures the reportable event of bleeding.

Manufacturer narrative:
Blocks b5, h6 (device codes) and h11 have been updated based on the additional information received on june 25, 2025.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted between the bile duct and duodenal wall during a biliary drainage procedure performed on (B)(6) 2025. During the procedure, the stent did not expand as expected. A rescue intervention was performed, involving guidewire-assisted placement of a 6 cm covered metal biliary stent. During this maneuver, bile and blood leakage was observed between the bile duct and the duodenal wall. The procedure was ultimately completed with successful deployment of the 6 cm covered metal biliary stent. The patient was managed on-site and there were no other patient complications reported. Note: it was reported that the axios stent was attempted to be implanted in the bile duct to duodenal wall. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement in the bile duct to duodenal wall. Additional information received on (B)(6) 2025. At the time of removal, the stent was absent from the delivery system. The device had been fully deployed, yet no stent was present on the delivery system. Consequently, no retrieval method was employed, as the stent was not found even after complete deployment. No resistance was encountered during the deployment attempt.